Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of two occurrences of questionable inr results from both their coaguchek xs meter serial number (B)(4) and a doctor's coaguchek xs plus compared to an unknown laboratory method. The doctor's coaguchek xs plus meter serial number was not provided. On (B)(6) 2019 the result from the customer's meter was 4.1 inr and within 10 minutes the result from a venous sample from the laboratory was 1.97 inr. On (B)(6) 2019 the result from the customer's meter was 6.8 inr, result from the doctor's meter was 6.5 inr, and the laboratory result was 2.33 inr. All measurements on this date were taken within 7 hours. The customer's therapeutic range is 2.5 - 3.5 inr. The customer deemed the laboratory results to be correct. No medical decisions were made based on the meter results. The customer's test strips have been requested for return. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, 3.0 inr, qc 2: 3.0 inr, 3.1 inr, qc 3: 3.0 inr, 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.